Event description:
It was reported the cdh33 was used during a low anterior resection. It was reported by the rep that the surgeon fired the stapler then checked the anastamosis. The surgeon discovered that only a quarter of the staples formed into the proper "b" shape and the rest did not from completely. The other formed into a "c" shape. The surgeon was able to close the anastomoses by hand suturing. There was no consequence to pt.